Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparative evaluation of 2 pulsed field ablation systems for atrial fibrillation: insights from real-world clinical implementation and short term outcomes. Heart rhythm. 2024; 1¿8. Doi: 10.1016/j.hrthm.2024.10.068 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pulsed field ablation (pfa) for atrial fibrillation (af). The authors described one patient who experienced intraprocedural pericardiac tamponade, which was treated with pericardiocentesis, as well as sinus arrest which required a temporary pacemaker stimulation. In another patient, the procedure was prolonged by difficult sedation management caused by obstructive sleep apnea as well as difficult transseptal puncture and sheath placement. There were two patients with suspected air embolism after introduction of the transseptal sheath caused by intermittent st elevations in the inferior leads. Complete and spontaneous regression of ECG changes was observed after a few minutes without need of additional intervention. One patient experienced minor bleeding at the puncture site at the groin. In another patient, a small arteriovenous (av) fistula was diagnosed, which was treated conservatively with compression and without need of interventional treatment. In two patients treated with the circular pfa catheter, r-wave triggered pulse delivery was delayed because of incorrect electrocardiogram (ECG) sensing. In one, there was undersensing of low ECG amplitudes because of individual anatomic reasons; in the other case, temporary pacing led to sensing errors. The status of the catheters and sheaths is unknown. No additional adverse patient effects or product performance issues were reported.